Event description:
It was reported that the speed surpassed the set rotational speed. A rotapro console kit was selected for use. During the procedure, the speed was set to 150,000 rpm, however the maximum observed rotational speed reached up to 164,000 rpm in normal mode and dynaglide mode. Tried to dynaglide the speed but would not lower to 60,000 rpm even with different burr sizes. The catheter was removed from the body and the power was turned on and off on the console. Rota was platformed outside the body and catheter reinserted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Console failed the final functional test. The pneumatic kit from the gold unit was swapped into the console and subsequently tested, that pairing failed the final functional test. The consoles original pneumatic kit was then paired with the front panel from the gold unit. That pairing failed the final functional test. To ensure the gold unit components were functioning properly, the gold units front panel and pneumatic kit were paired in the console. That pairing passed the final functional test without failing at any step. Console failed the visual inspection because the front panel is scratched.

Event description:
It was reported that the speed surpassed the set rotational speed. A rotapro console kit was selected for use. During the procedure, the speed was set to 150,000 rpm, however the maximum observed rotational speed reached up to 164,000 rpm in normal mode and dynaglide mode. Tried to dynaglide the speed but would not lower to 60,000 rpm even with different burr sizes. The catheter was removed from the body and the power was turned on and off on the console. Rota was platformed outside the body and catheter reinserted. No patient complications were reported.